Event description:
It was reported that a intravia empty 500ml bag had particulate matter floating within the solution. The particulate matter was described as fibers from the inside seam of the bag. This was identified during filling with hydromorphone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One used sample was received for evaluation. Visual inspection identified loose particulate matter within the bag. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.